Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the catheter fell off the pump. The patient stated that the catheter had fallen off the pump and the patient had to have a revision and they put the catheter back on. The event was noted as (B)(6) 2010, about 3 months after implant. No symptoms were reported. No further complications were reported/anticipated.